Event description:
A report was received that a trial patient's left lead site was red, hot, swollen, excreting pus and the patient had a noticeable fever. The physician extracted as much pus as he could manually. The physician administered 1000mg of keflex to the patient orally and prescribed 500mg keflex twice daily. An antibiotic ointment was also prescribed to be applied directly to the infected area. The physician believes that the infection was procedure related, but not device related. No cultures were taken. The patient is reportedly recovering well from the procedure. The patient was prescribed to continue taking antibiotics after a check up.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50e, serial#: (B)(4), description: trial linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.